Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported stroke onset to reperfusion time: 5 hours. The procedure was completed by replacing the stent with a smaller diameter 4-20. Continuous saline flush was administered and maintained as indicated in the IFU. There was n damage to the catheter or solitaire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used sab for thrombectomy and the rebar18 microcatheter to deliver the stent. The microcatheter lot number was: b745949. When the stent was delivered to the distal end of the microcatheter, it could not be delivered. In order to find out the cause, it was requested to return the stent to the factory for inspection. The vessel was not tortuous. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic stroke in the middle cerebral artery. Patient condition: mrs baseline: none, mrs procedure: unknown, nihss baseline: unknown, nihss score post procedure: none, tici baseline: none, tici post procedure: none. Patient's vessel tortuosity was moderate. IV tpa was not contraindicated. 0 passes with the device. Stroke onset to reperfusion time was 5 hours.